Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead was unable to be implanted due to issues trying to extend and retract the helix. The lead also exhibited noise and impedances were not stable from 700 to 1200 ohm. No adverse patient effects.